Event description:
The user facility reported a 71-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that a fluid leak developed from a crack on the yellow luer of the purge system. The cassette was changed to troubleshoot the issue, but the leak remained. A purge filter bypass was subsequently performed to temporarily resolve the noted leak and the pump was explanted later that day. There was no patient harm as a result of the failure.

Manufacturer narrative:
The device was returned and an evaluation was completed. Functional testing of the device verified a fluid leak from the noted crack during use. Based on the provided information, the root cause for the noted crack was determined to be the use of bicarbonate in the purge which weakened the plastic on the luer. Should additional relevant information become available, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.